Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, urinary problems, recurrence, dyspareunia, emotional distress and a product problem. The device remains implanted. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
(B)(4). Total number of events summarized - (B)(4); ams miniarc precise single-incision sling system - (B)(4); ams miniarc sling system - (B)(4); unknown sling system - (B)(4).